Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Per additional information received, the patient has experienced, pain.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient¿s attorney alleged a deficiency against the device. Add¿l info has been requested, but not yet received. Product was used for therapeutic treatment. Add¿l info from importer report: the pt¿s attorney alleged a deficiency against the device. Add¿l info has been requested, but not yet received.